Event description:
It was reported that a revision surgery was required due to an aseptic loosening of an implant post op. A revision to an inverse prosthesis was performed on the patient. No further information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Dfu-0131-6 rev. 0 states the following: "3. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device."

Event description:
Update avoe 29-nov-2022 it was further reported that a shoulder prosthesis change to inverse shoulder prosthesis was performed and the affected device is ar-9105-01 (lot: 1427016).